Manufacturer narrative:
(B) (4).

Event description:
The patient experienced difficulty in mobility and weakness over the past few weeks. The patient and the patient's wife had reported that the pump "wasn't working anymore." X-rays had shown a possible catheter disconnect or break. Exploratory surgery confirmed the catheter was fully disconnected from the pump; the plastic ring at the tip of the connector was eroded. A leak was also detected from the backside where the pump segment and spinal segment meet. The spinal segment was found to be intact and therefore remained implanted. The pump segment was fully removed and replaced with a new pump segment. The medication being delivered via the device was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.